Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct manufacture and expiration date for the 3dmax device used on the patient's right side. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. With the current information available, it is unclear if only one or if both 3dmax mesh devices were explanted in the (B)(6) 2017 procedure. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax implanted on the patient's left side, a second emdr was created to address the 3dmax implanted on the patient's right side. Addendum 1: addendum to the previous report. This supplemental emdr is being sent to provide the correct manufacture and expiration date for the 3dmax device used on the patient's right side. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum 2: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, post implant of 3dmax meshes, patient had abdominal pain and underwent removal of meshes. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no.), e3, g1, g3, g6, h2, h3, h6, h10 this supplemental emdr represents the 3dmax mesh (device #1). An additional supplemental emdr was submitted to represent the 3dmax mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of bilateral inguinal hernia. Two 3dmax mesh devices were implanted, one on the patient's left side and one on the patient's right side. (B)(6) 2017 - the patient underwent an additional surgery to remove the 3dmax, which allegedly failed. The attorney alleges the patient experienced pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with bilateral indirect inguinal hernia thereby underwent laparoscopic repair with 3dmax meshes and an open umbilical hernia repair. Per the operative notes, "the right and left indirect inguinal hernia sac were reduced. A left medium sized 3dmax mesh (device #1) and a right medium sized 3dmax mesh (device #2) were placed over the direct and indirect spaces¿. Umbilical hernia was repair with sutures. (B)(6) 2014 to (B)(6) 2017 - patient was developed with groin pain and frequently visited the hospital. (B)(6) 2016 - patient underwent ilioinguinal nerve block/radiofrequency thermocoagulation with ultrasound. (B)(6) 2017 - patient underwent robotic excision of previously placed mesh due to chronic inguinal pain. Per the operative notes, "we could see the mesh that was reperitonealized. He had one large piece of mesh that extended from the right to left inguinal region covering the internal ring. I excised the mesh (device #1 and device #2) in its entirely. It came out in 3 large pieces." Attorney alleges that the patient had pain, nerve blocks, radiofrequency ablation and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. With the current information available, it is unclear if only one or if both 3dmax mesh devices were explanted in the (B)(6) 2017 procedure. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax implanted on the patient's left side, a second emdr was created to address the 3dmax implanted on the patient's right side. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of bilateral inguinal hernia. Two 3dmax mesh devices were implanted, one on the patient's left side and one on the patient's right side. On (B)(6) 2017 - the patient underwent an additional surgery to remove the 3dmax, which allegedly failed. The attorney alleges the patient experienced pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently.